Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the evfxplus-29, in a patient with severe annular and left ventricular outflow tract calcium, a pre-implant balloon valvuloplasty (bav) was performed. Post-implant echocardiogram findings revealed a mild to moderate paravalvular leak (pvl) in the area of severe calcification. Per the physician, this amount of pvl was expected. The physician elected to wait 30 days before attempting another bav to allow the nitinol to fully expand. Following the procedure, the patient experienced heart failure and hemodynamic instability. Two post-implant balloon dilatations were performed approximately 2 months and 14 days following the procedure with a 20mm non-medtronic balloon and a 22mm balloon, but these efforts were unsuccessful. The valve was scheduled to be explanted at a later date at a different facility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.